Manufacturer narrative:
Limited and/or lack of detailed information is known for this event, therefore, it is considered to be serious and reportable as a possible infectious corneal ulcer requiring medical intervention. As there was no product returned or lot information provided, no detailed investigation can be performed. (B)(4).

Event description:
Report received from internet literature indicating a consumer experienced a corneal ulcer. The consumer used daughter's clear care solution for an unspecified reason. The consumer experienced "scorching pain" and subsequently went to an urgent care facility and was told there was no damage to the cornea; however, the consumer had "chemical irritation". Within one week of the event, the consumer reported, the developing a "corneal ulcer" based on the opinion of one of two ophthalmologists. The consumer reported receiving unspecified antibiotics drops, steroid drops and was unable to wear contacts for a "couple weeks". The consumer required six physician visits for diagnosis and follow up. Information related to outcome was not available.